Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15767533 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
The report received from the affiliate indicated that during an endovascular procedure once the 80cm. Smart control 9 x 80 stent was deployed, the sheath was reported to be broken during removal of the device. The sheath was delivered to the handle. The physician felt resistance during removal. There was no reported patient injury. Addendum: the product was returned for inspection. Preliminary inspection of the returned product indicated that the inner lumen was detached and included. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion: after deployment of a smart control stent during an endovascular procedure the physician encountered resistance and the sheath was reported to be broken during removal of the device. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non-sterile smart control 9x080 smart vas 80cm was received coiled inside a plastic bag. Locking pin was not received. The inner shaft (wire lumen and distal tip) was received separated from the unit, the wire lumen was separated at 1cm from the hub. Kink was observed in the outer member at 10cm from the ID band and multiples kinks were observed in the wire lumen separated at 8, 17, 22, 26, 35, 41, 50, 77 and 100 cm from the distal end. Unit was deployed and the stent was not received. No more anomalies were found. During the dimensional analysis the ID of inner shaft (wire lumen) and outer diameter were measured and found within specification. During microscopic analysis the inner shaft (wire lumen) was observed separated. The separated edge of the wire lumen is not even and evidence of cannulation was observed. Results of sem showed that the wire separation presents evidence of elongations. Elongation is a common characteristic of pieces that were stretched/ pulled until separation. The hub did not presented evidence of remains of wire lumen. Cutting was discarded as a failure cause since no mechanical surface damage was observed. Although the inner shaft (wire lumen) was received separated, functional test was performed and no resistance/friction was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kinks" condition found in outer and inner member could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The " resistance/friction-outer sheath" reported by the customer could not be confirmed since outer diameter was found within specification and functional test confirm that no resistance friction was felt. Neither the DHR review nor the product analyses suggest that the failure is related to the manufacturing process. The failure reported by the customer ¿guidewire lumen (inner shaft)/separated¿ was confirmed, since the wire lumen was received separated from the unit. Controls are placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. Neither the DHR review nor the product analyses suggest that the failure is related to the manufacturing process. Therefore no actions were taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.